Event description:
It was reported that (1) device was used during a esophagectomy. It was reported by the affiliate that the tlc75 was being used on a pt with a large obstructing sequamous call carcinoma of the lower esophagus and underwent the esophagectomy on the 7th of june. This was a relatively straight forward procedure with mobilization of the stomach, utilizing the right gastric and right gastro epiploic vessels, for the gastric conduit. Following the laparotomy, a right thoracotomy was performed with standard mobilization of the esophagus. The stomach was brought into the chest and a gastric tubular conduit was fashioned using two firings of the 75mm proximate linear stapler. The staple line was not oversewn. In the mid portion of staple line, a gastrotomy was formed and a 25mm proximate ils stapler was used to fashion the esophago-gastric anastomosis. The pt did well in the first postoperative week. A post opeartive gastrograffin swallow was performed on day seven postoperatively and no evidence of leak was found. The pt was commenced on fluids on day nine postoperatively and tolerated this satisfactorily. On day 11 postoperatively, the pt was commenced on a soft diet with no apparent ill effects. On the 12th day postoperatively, the pt developed an increasing cough and shortness of breath. This was associated with a fluid level in the right chest. A CT demonstrated two large loculated collections and two chest drains were inserted under CT guidance. These drained large amounts of purulent fluid and raised the suspicion of a leak. A repeat gastrograffin swallow was performed on 6/21 and demonstrated a large leak from mid portion of the gastric conduit. On 6/23, a endoscopy with gentle insufflation confirmed that the esophago-gastric anastomosis was intact and that the gastric conduit was well perfused and viable. Because of the onging pulmonary sepsis, a right thoracotomy was performed on 6/24. This demonstrated a complete disruption of both staple lines along the length of the gastric conduit. The only portion of the conduit closed was at the site of four interrupted sutures between the staple lines. The conduit was closed with interrupted sutures the pleural cavity thoroughly lavaged and decorticated and thoracotomy wound closed, following insertion of chest drains. The pt was transferred to intensive care unit for continued ventilation and hemodynamic support. Several staples were recovered from the area surrounding the gastric conduit and these showed partial closure of the staples only. Also very few of the staples were found at the operative site. A hand drawn picture is also included with report. Only the staples will be returned as device was not returned.